Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2007. During the procedure, when the surgeon touched the tissue to morcellate it, the motor drive unit started slowing down. The surgeon tried a second disposable hand piece and encountered the same issue. The surgeon tried a third disposable hand piece and was able to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/02/2007. Conclusion- the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.